Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified the main power switch was broken on the perfusion system base. The fsr replaced the main power switch and the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) stated the on/off toggle switch on the perfusion system base was somehow broken off and she had to use a screwdriver to force it on. There was a delay of approximately ten minutes, until ccp was able to get the system turned on. The device was not changed out, as they used for the case, then took out of service afterward. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per the clinical review on 7-apr-2016: according to the ccp, when the she went to turn on the perfusion system for the beginning of a cardiopulmonary bypass procedure, she was not able to because of the broken power button. This was for a routine case and was not an emergency, scheduled to be in the room at 7:30am. The nurses would not bring the patient into the room until they got the device turned on. It took the ccp about ten minutes to manipulate the broken switch to the on position, using a screwdriver, which delayed the case by ten minutes. There were no consequences to the patient as a result of the delay. The case was completed successfully and without associated blood loss. There was no harm observed.